Event description:
It was reported a critical alarm was occurring due to a motor stall and was confirmed by telemetry. It was noted the logs showed a motor stall occurred on (B)(6) 2014 and a tube set error was in the logs on (B)(6) 2014. It was also reported the patient was last filled on (B)(6) 2014. The patient had heard the alarm for the past five days and had no symptom change. It was further reported the patient did not have a magnetic resonance imaging (MRI) recently and the stall was constant. It was reported the patient does not take oral medications. The pump was being used to deliver gablofen. Additional information received reported the motor stall recovered and there was not more than one motor stall noted in the event logs. The cause of the motor stall was unknown. It was reported the patient recovered without permanent impairment.

Manufacturer narrative:
Analysis of the pump revealed high resistance or an open coil of the motor.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the pump was explanted on (B)(6) 2014. There was no patient injury. The patient's status after the device was removed was recovered without sequela. There was not a rotor study or dye study performed.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.